Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving baclofen (2,000.0 mcg/ml at 375.6 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient had a pump exchange and new catheter implanted on (B)(6) 2017. The rep received an email from the hcp stating that the patient was overdosing, including bladder retention and was weak in the legs. The hcp asked if the rep could help with reducing the patient dose/bolus regimen by 20% each. The dose was decreased by 42 mcg, down to 333.6 mcg/day. No further complications were reported or anticipated.